Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult or delayed activation (clip deployment) associated with the difficulty removing the delivery catheter (dc) shaft from the clip appears to be due to procedural circumstances (dc shaft unaligned from clip), as the clip was able to be deployed after alignment. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report difficult or delayed activation it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw was inserted and placed on the mitral valve. However, during deployment it was difficult to detach the shaft from the clip. Troubleshooting was performed and the clip was successfully deployed. To further reduce mr, another clip was deployed and successfully implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.